Event description:
It was reported that the patient presented to the clinic feeling dizzy. Upon interrogation the atrial lead exhibited noise. Insulation problem was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.